Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via contralateral approach. A 8.0x20x135cm express ld iliac/biliary stent was advanced but failed to cross the lesion. However, upon retrieving the device, the stent was not on the balloon and it was then noted that the stent came off the balloon when the physician used excessive force to push it across the lesion. The stent was then retrieved with a snare. The ipsilateral side was accessed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.